Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified below left clavicle. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon was ruptured and pinhole was noted. The device was removed and the procedure was completed. There were no patient complications nor injuries reported and the patient condition after the procedure was good.